Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/11/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. On (B)(6) 2017, the patient stated that they started to experience itching at the sensor insertion site and on 09/10/2017 they removed the sensor. The reaction was described as red with blisters. The patient treated the affected area by leaving the skin exposed to the open and aired it out. On (B)(6) 2017, the patient's mother called the doctor and the doctor ordered hydrocortisone cream to treat the skin reaction. At the time of contact, the patient was doing good. No additional patient or event information is available. Photographs were provided for evaluation and confirmed the reported skin reaction. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.